Manufacturer narrative:
The instrument was returned and evaluated. Per the customer reported complaint, engineering evaluation found that the pitch down cable was broken at the distal clevis hub. The clevis did not exhibit any damage or wear marks. The other cables at the wrist were undamaged. Engineering also found the cable segment that contained the crimp was missing. No other damage was found. The customer reported complaint does not itself constitute a MDR reportable event; however, the reported malfunction if to recur could cause or contribute to an adverse event.

Event description:
It was reported that during a da vinci si total benign hysterectomy procedure, the pk dissecting forceps instrument was noted to have a separated wire. No missing or fallen pieces were reported. The planned surgical procedure was completed and no patient harm, adverse outcome or injury was reported.